Manufacturer narrative:
The reported events of premature discharge of battery, noise, and impedance anomaly were not confirmed. The device was received from the field with battery voltage at elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality. Further analysis at various pulse amplitudes measured current level within normal range, and no indication of premature depletion was noted. During the analysis the device was tested with three different load impedance and the device was able to measure the load changes normally. Additionally, sensitivity test evaluated at maximum sensitivity level found no anomaly. Visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed based on field settings and the device exceeded seventy five percent of projected longevity indicating normal battery depletion.

Event description:
Related manufacturer report number: 2017865-2023-51298. It was reported that premature battery depletion was suspected on the pacemaker. The pacemaker was implanted (B)(6) 2019 but reached the elective replacement indicator (eri) on (B)(6) 2023. There was also noise observed on the right atrial (ra) lead with low impedance and low sensing. The patient was in permanent atrial fibrillation. The ra lead was programmed off. The pacemaker was explanted and replaced. There were no patient consequences.